Event description:
It was reported that the programmer generated an error code, and that it shut down by itself. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer generated an error code, and that it shut down by itself. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event, the programmer passed all functional testing. It was noted that the stylus was missing.